Event description:
It was reported that a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2024. The patient¿s point-of-contact (poc) reported the patient¿s peritoneal effluent fluid was dark and cloudy upon inspection, and the patient was diagnosed with an infection of the peritoneal cavity (peritonitis).follow-up with the patient¿s spouse revealed the patient was discharged home on (B)(6) 2024 in stable condition. The patient¿s peritoneal effluent fluid is no longer cloudy or dark colored, and the patient¿s spouse is continuing to instill (intraperitoneal) two antibiotics (drugs, dosages, frequencies not provided) for a total of 14 days. The patient continued to undergo ccpd while hospitalized and resumed utilizing the same liberty select cycler at home without issue. The patient¿s spouse stated they were unaware of what caused the peritonitis; however, he is being ¿extra diligent¿ while initiating and terminating treatment. Per the patient¿s spouse, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient¿s spouse had no additional information to provide, and the call was concluded.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by dark cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The etiology of the adverse events is unknown; therefore, causality cannot be firmly established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. However, there was no assertion the serious adverse events were related to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum . Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2024. The patient¿s point-of-contact (poc) reported the patient¿s peritoneal effluent fluid was dark and cloudy upon inspection, and the patient was diagnosed with an infection of the peritoneal cavity (peritonitis).follow-up with the patient¿s spouse revealed the patient was discharged home on (B)(6) 2024 in stable condition. The patient¿s peritoneal effluent fluid is no longer cloudy or dark colored, and the patient¿s spouse is continuing to instill (intraperitoneal) two antibiotics (drugs, dosages, frequencies not provided) for a total of 14 days. The patient continued to undergo ccpd while hospitalized and resumed utilizing the same liberty select cycler at home without issue. The patient¿s spouse stated they were unaware of what caused the peritonitis; however, he is being ¿extra diligent¿ while initiating and terminating treatment. Per the patient¿s spouse, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient¿s spouse had no additional information to provide, and the call was concluded.